Manufacturer narrative:
(B)(4). The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported active system blood glucose results of 136 mg/dl and 45 mg/dl within 10 minutes. Patient used 2 different vials of test strips, different lots. He was not able to inform us which lot number he used for each test. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.